Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent audio issues and an adverse event. It was indicated that the patient experienced low glucose levels that required the ambulance to be called. The patient stated that they were administered intravenous (IV) therapy with glucose. At the time of contact, the patient was doing okay. Additional patient or event information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.